Manufacturer narrative:
(B)(4)

Event description:
This device was explanted due to the patient having pain. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the device was inspected,showing a normal device function while implanted and in service. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction. In conclusion, the analysis of the memory content showed a normal device behavior while the device was implanted and in service. The electrical analysis proved the device to be within the technical specifications. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.